Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable pacemaker and non-boston scientific right ventricular (rv) lead exhibited a lead safety switch due to high rv pacing impedance measurements. The patient was brought to their clinic and the lead safety switch was reset. Rv noise was noted on the stored episodes while in unipolar configuration. Troubleshooting and programming options were discussed. No adverse patient effects were reported. The device remains in service.

Event description:
Additional information was received which noted that in-office interrogation/isometrics were performed, and no noise was noted in bipolar configuration. The rv lead impedance alert was reprogrammed. A chest x-ray was performed, and there was no obvious lead fracture. The patient had exertional chest pain; however, it was suspected to be unrelated to the impedance issue. No adverse patient effects were reported. The device remains in service.